Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low total protein results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The customer noticed the low results and repeated all patient samples since the last good qc on an alternate instrument. Seven patient results were amended. The customer does not believe that patients were impacted by the erroneous results.

Manufacturer narrative:
Qc did not demonstrate an issue. A bci field service engineer (fse) identified sample probe carryover, and replaced sample probe and wash collar. The fse performed alignments, and a retest passed specifications.